Manufacturer narrative:
Based on the information provided, it cannot be determined that the patient's skin irritation, wound getting worse requiring débridement and wound infection are related to the use of activ.a.c.® therapy. Evaluation of the unit did not reveal evidence of an operational malfunction. There have been multiple attempts made to gather additional information, but there has been no response. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. For delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. Position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Event description:
On (B)(6) 2016, kci received the following information from the nurse: the patient was getting blisters and sores to the periwound when using the drape. On (B)(6) 2016, kci received the following information from the nurse: the irritation from the drape was first noted on (B)(6) 2016. A skin barrier was used, but the irritation with blisters and sores did not improve and the wound had also gotten worse. On (B)(6) 2016 the patient was placed on an alternate dressing until he could be seen by physician. No lot numbers could be provided. On (B)(6) 2016, kci received the following information from the nurse: the patient was seen by the physician and the wound assessed. The physician completed a sharp debridement to get rid of necrotic tissue found in the wound. A wound culture was obtained at the time of debridement. The results came back positive for a wound infection. The patient was placed on antibiotics and v.a.c. ® therapy was restarted. A relationship of the reported skin irritation, necrotic tissue and the subsequent infection with the use of v.a.c.® therapy treatment could not be ruled out. The patient's wound is making improvement at this time and the skin irritation is slowly resolving since the event occurred. No further information was provided. On oct 25 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On oct 25 2016, the device was placed with the patient. On dec 27 2016, the device was tested per quality control (qc) procedure by kci quality engineering and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence to confirm the customer complaint.